Event description:
The event is reported as: complaint alleges that the resuscitation bag w/mask was deflated with no air and appeared to have holes in it. The medical attendants could not get mask to seal on pt's face. Another bag w/mask was retrieved and the pt was successfully resuscitated. No reported pt injury.

Manufacturer narrative:
Sample received by MFR, but investigation is incomplete at time of this report. A f/u report will be sent when investigation is completed.